Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) went from pre-approaching recommended replacement ti me (rrt) to end of life (eol) in less than one month. The ICD had triggered an alert for excessive charge time which had triggered eol of the device and resulting in unexpected longevity. The ICD was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was returned and analyzed. Analysis of the returned device was inconclusive. Offsite analysis could find no root cause for the charge time out prior to recommended replacement time. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.